Event description:
It was reported that the patient presented in clinic with a damaged modular cable. It was noted that some wires were exposed. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer jacket of the patient¿s modular cable, lot number (B)(4), was confirmed through the submitted image. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted image revealed tears in the outer jacket of the modular cable and a portion of the jacket was missing. The armor layer was visible, but no exposed wires were observed. A piece of clear tape was wrapped around a portion of the damaged outer jacket. Additionally, the outer jacket was discolored brown. The damaged modular cable was exchanged and disposed of; therefore, no product was available for evaluation. The patient remains ongoing on device support with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot # 179900 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.